Manufacturer narrative:
Per tandem¿s t:flex user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 200-300 mg/dl and it was addressed with boluses. Reportedly, the cartridge had been in use for 3 days and the customer uses humalog insulin. Tandem's technical support educated the customer on labeling.